Manufacturer narrative:
Concomitant products: dtma1q1 crt-d implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection and was not replaced. The left ventricular (lv) lead remains in the patient. No further patient complications have been reported as a result of this event.